Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 125 ohms. Technical services (ts) recommended increasing the oor upper limit alert to 150 ohms and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.